Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was under delivering. The customer's blood glucose level was 300 mg/dl at the time of incident. Customer stated blood glucose not came down even after changing out 3 times. The insulin pump will be and reservoir will not be returned for analysis.